Manufacturer narrative:
Clinical evaluation: the device remains implanted, therefore, sample evaluation was not completed. At the completion of the clinical evaluation, clinical evaluation found substantial evidence to refute the reported endoleak type iiia. Rather there was evidence to support stent migration, inadequate overlap and an endoleak type iiib of the cuff. Evidence of significant sac growth and stent cage dilation of the cuff were also observed. Additionally there was evidence to reasonably support successful relining. The most likely cause of the compromised stent graft integrity was the off-label neck anatomy and calcifications (cautionary product use), resulting in stent migration and loss of proximal seal. A type ii endoleak along with use of antiplatelet and anticoagulation therapy might have contributed to the lateral movement. There were no user related issues detected and, the final patient disposition was confirmed to be stable. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, a suprarenal aortic extension, and a limb stent graft. A follow up computed tomography (CT) done on (B)(6) 2017 showed a decrease in overlap and a type 3a endoleak. The physician is planning a secondary intervention to repair the endoleak. A secondary intervention has not been reported to endologix. The patient is reported to be in stable condition.